Event description:
It was reported that the patient experienced a loss of therapeutic effect. The health care provider confirmed a urinary tract infection. The patient was reprogrammed and it was reported that the patient recovered without sequelae.

Manufacturer narrative:
Programmer model 3037,(B)(4), lead model 3889-28, (B)(4), implanted: 2011 (B)(6), explanted: unknown.